Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective main control pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported transducer fault, low peak inspiratory pressure- and low minute ventilations alarms on the vela ventilator. The customer confirmed there was no patient involvement associated with the reported event.